Manufacturer narrative:
Initial.

Event description:
It was reported that during a guided supply change the patient accidentally lifted the infusion site off the inset while removing the needle guard, did not have a replacement infusion set, and the infusion set was therefore deployed or connected incorrectly, with no device alerts or alarms. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with the issue characterized as a use-of-device problem and the specific device component not otherwise classifiable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.